Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, issue occurred during the coronary planned treatment. The procedure got aborted and the procedure was completed by moving the patient to another room. The field service engineer (fse) inspected the system onsite and confirmed that there were no geometry movements. A review of the system logfiles found amc application error. Upon troubleshooting actions, fse identified that the power supply was defective. The defective part 24v power supply was returned for analysis, and it was concluded that there was no power output from the unit and short circuits the power supply. Fse replaced power supply unit and amc triple servo drive. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's geometry movements were not available. There was no reported patient or user harm. The device was in clinical use at the time the issue occurred. The field service engineer (fse) fitted new stand power supply & motor driver. The system met the specification for the performed service and was returned to use.